Event description:
I use the dexcom g7 cgm and have for some time. I live in (B)(6). While on a ten day vacation to italy, the application on my smartphone which works with the g7 sensor / transmitter had some sort of error, displayed a popup saying the application would need to restart, then went back to a page which required me to login to the application. When I tried to do so, I immediately got an error telling me there was a 'country of residence error.' The application then provided a link to support and form which informed me they'd get back to me in ~ two days. I filled out the form & hoped. Without a functioning cgm, I was unable to monitor my blood sugar and keep it within range. This ultimately led to a hypo glycemic episode which left me highly altered and ultimately unconscious on the streets of milan, italy. Luckily, I was with someone who was able to call paramedics who were able to determine that I was extremely hypoglycemic and revive me. With some difficulty and expense, I was later able to call dexcom support in the us. They told me that - by design - the dexcom application will check the country the patient is in when logging in and that country needs to be the same as what was specified when the account was setup when the patient first started using the g7. This is idiotic and extremely dangerous. It effectively means that a patient using a dexcom g7 cannot safely travel outside the us since anything which might cause the smartphone application to restart stops the ability to monitor blood glucose until the patient returns to the us. Even more unbelievably, dexcom does not even warn patients (or apparently medical providers) of this extremely dangerous potential problem. I did some quick googling & discovered that others have had this problem too. The dexcom support people were eventually able to help me work around this problem - but this really caused me to have a serious medical problem which could have been resulted in permanent damage or even death. Please help! I can be reached at (B)(6) if you have any question or if I can be of any help. Sincerely, (B)(6).